Event description:
The customer reported to baxter (B)(4) a vitalhold standard bore extension set with v-link catheter securement (convenience kit) that would not allow flow through the v-link after the solution bag was spiked. The customer was using a continu-flo 109 inch primary set in conjunction with the v-link extension set. The condition occurred during priming. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. To simulate use, the sample was attached to an in-house primary set which was spiked into a 1000ml solution bag containing reverse osmosis water. The set-up was then primed successfully with normal flow noted. After the sample was evaluated the reported condition could not be confirmed or reproduced. Therefore, a root cause could not be determined. There is no 510k number associated with this product as it is 510k exempt. However, the individual component from the kit with the reported defect has a 510k number. Therefore, in this MDR, the 510k number utilized is referring to the specific component of the kit relating to the reported condition. No further action is required at this time.